Event description:
During a pacemaker exchange procedure, it was reported that the physician had difficulties to fully insert the associated ventricular lead (sorin stelid ii (B)(4)) into the port following the manufacturer's instructions within the user's manual. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA (B)(4) production system account. This emdr has been sent shortly after our production system approval.

Event description:
During a pacemaker exchange procedure, it was reported that the physician had difficulties to fully insert the associated ventricular lead (sorin stelid ii btf26d) into the port following the manufacturer's instructions within the user's manual. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4).

Event description:
During a pacemaker exchange procedure, it was reported that the physician had difficulties to fully insert the associated ventricular lead (sorin stelid ii btf26d) into the port following the manufacturer's instructions within the user's manual. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
Preliminary analysis showed device operation was within specifications.